Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's abutment was changed under a general anaesthetic on (B)(6) 2018.

Manufacturer narrative:
Updated data: this report is submitted on january 11, 2019.